Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The patient was treated with vancomycin 1 gm ip once, tobramycin 40 mg ip daily and heparin 500 units ip three times a day. Tobramycin and heparin treatments were ongoing. On an unreported date, the patient was recovering from the peritonitis. The root cause of the peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing.